Event description:
During an open posterior stabilisation procedure, upon insertion of anchor into the pre-drilled hole when the end snapped off meaning it could no longer be used. Additional information confirmed the whole anchor was retrieved. The site was prepared with a properly drilled hole using our guides and advised technique. Another anchor was placed in an adjacent hole successfully. Patient has excellent bone quality.

Manufacturer narrative:
The returned device was evaluated and it was determined that only the delivery portion of the device along with the suture assembly was provided. No anchor was returned. The inserter was measured where it interfaces with the anchor and found to be within print specification. There is one other complaint on file for this lot with a similar failure mode but the device was not returned in that instance. Based on these observations, no root cause related to the manufacture of the device can be established. (B)(4).